Event description:
It was reported that inappropriate therapy due to noise was observed. Lead damage was suspected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.